Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels, beginning on the afternoon prior to the call, and the customer awoke the morning of the call with a bg level of 289 mg/dl. The customer took a correction bolus via the pump, prior to contacting tandem technical support. At the time of the call, bg level was at 160 mg/dl. During troubleshooting, a small air bubble was noted at the luer lock. The customer also stated that the infusion set cannula might be slightly bent, however, could not confirm this. The customer was able to insert a new site, fill cannula and resume insulin. Reportedly, the customer typically replaces the cartridge every 3 days. The customer was instructed regarding cartridge labeling instructions.